Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('most of the coils were removed but they did break and we regrasped and pulled another piece of quelled material from the uterus') and endometrial ablation ('ablation') in a 32-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included somatic symptom disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020, salpingectomy/laparoscopic removal). At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. The reporter commented: plaintiff performed more than one removal surgery dated (B)(6) 2020 most of the coils were removed but they did break and we regrasped and pulled another piece of quelled material from the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('most of the coils were removed but they did break and we regrasped and pulled another piece of quelled material from the uterus') and endometrial ablation ('ablation') in a 32-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included somatic symptom disorder. On (B)(6)2014, the patient had essure inserted. (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2020, salpingectomy/laparoscopic removal). At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. The reporter commented: plaintiff performed more than one removal surgery dated (B)(6) 2020 most of the coils were removed but they did break and we regrasped and pulled another piece of quelled material from the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received event " most of the coils were removed but they did break and we regrasped and pulled another piece of quelled material from the uterus" was added. Reporter added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.